Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Similar reports have been received for the reported problem. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with black lines on the display was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on the main display. Appropriate action was taken to correct the reported problem by replacing the main display. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there were black lines on the display. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.